Manufacturer narrative:
One 12tlw405f35 with a 1ml syringe was returned for examination. The reported event of balloon issue was confirmed. The balloon was found to be ruptured and was inverted over the distal windings. The distal balloon winding was removed to match the latex edges. The latex edges did not appear to match at the ruptured location. The through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter body or windings. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table." A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The submission number for the first catheter related to this event is 2015691-2021-04111. UDI number- (B)(4).

Event description:
It was reported that during a thrombectomy vein mechanical percutaneous - left fistula on a (B)(6) year-old female patient, the balloon separated into the patient during the procedure. Another catheter was used and again the balloon separated into the patient. Another fogarty catheter from a different lot number was used to retrieve the balloon pieces from the patient's fistula. The post procedure angiography images of the thrombectomy procedure performed did not seem to indicate any complications.